Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead returned in four pieces measuring 11.4, 17.1, 10.7, and 15.5 cm respectively. An external insulation abrasion exposing the outer coil noted 5.9 to 6.4 cm from the referenced cut end consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.